Event description:
Ge v2 cscs central station may unexpectedly popup a drop down message saying "please contact your biomedical or service department immediately. The following parameters are out of range. Flash disk drive failure". The popup warning window covers up a portion of the patient's vital sign screen and can only be removed from view by rebooting the v2. Rebooting the v2 central station potentially creates a lapse in collecting disclosure data, or in the case of telemetry monitoring, may lose monitored view of patients, or if v2 is running 2.0.2 wanna cry patch software rebooting back to a nocomm. Critical alarm on all patients on the rebooted v2 central station. Manufacturer response for v2 cscs central station vitals monitor, v2 cscs central station (per site reporter): manufacturer reported to us that the problem does not appear to truly reside in the flash disk drive. Manufacturer is uncertain of the cause. Manufacturer is working on a software solution.

Event description:
Ge v2 cscs central station may unexpectedly popup a drop down message saying "please contact your biomedical or service department immediately. The following parameters are out of range. Flash disk drive failure". The popup warning window covers up a portion of the patient's vital sign screen and can only be removed from view by rebooting the v2. Rebooting the v2 central station potentially creates a 1) lapse in collecting disclosure data 2) in the case of telemetry monitoring, may lose monitored view of patients 3) if v2 is running 2.0.2 wanna cry patch software rebooting back to a nocomm. Critical alarm on all patients on the rebooted v2 central station. Manufacturer response for v2 cscs central station vitals monitor, v2 cscs central station (per site reporter). Manufacturer reported to us that the problem does not appear to truly reside in the flash disk drive. Manufacturer is uncertain of the cause. Manufacturer is working on a software solution.